Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was noted to be dislodged post implant which was confirmed upon ECG. The lead was repositioned the same day. After repositioning, the device was unable to interrogate. The interrogation was attempted again and error message was noted ¿invalid parameter was detected¿. The device was reverted to the nominal setting and the device worked properly. It was believed radio knife affected the tissue. No patient consequences were noted.